Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, blanching, inflammation, and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as confirming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported immediately after injection with juvederm ultra xc in the glabellar area, the patient developed pain and blanching. Four days later, the patient contacted the healthcare professional complaining of inflammation and pain at the injection site. Patient was treated with keflex and hyalase. Patient has since developed necrosis "underlying the skin"; the surface oft he skin is ok but there is a dark grey/blue area underneath". Symptoms are "settling down".